Event description:
During the call, the patient in cardiac arrest was transferred on the autopulse platform ((B)(4)) from the ems gurney. Per the reporter, the patient was moved on the platform along with the ems stretcher sheet under the patient. The platform was turned on, initialized, and stopped after one compression and displayed an unknown error message. The crew couldn't clear the error. The crew reverted to manual CPR for the rest of the call. Per the reporter, the platform issue could be related to the sheets underneath the patient during compression. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The autopulse platform was tested at the customer site, and no device malfunction was observed. Since there was no device malfunction, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll. The zoll representative provided the training to the crew members as the issue was determined to be a user error. Per the autopulse resuscitation system model 100 user guide: 3.1 deploying the autopulse system, "grasp the clothing by the sleeves and pull down toward the ankles to remove all of the clothing from both the front and back of the torso."